Event description:
Boston scientific received info that this patient presented in clinic for his staple removal. Interrogation revealed this dextrus atrial lead was dislodged and hanging in the ventricle. Therefore, a revision procedure was performed and the lead was repositioned without further incident. No adverse patient effects were reported. The lead remains in service and no other adverse events have been reported. This product issue will be updated if add¿ info is received,

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.